Event description:
Info received indicates the head of the bed is at 15 degrees and all motor functions are not working.

Manufacturer narrative:
The account isolated the issue to the controller box. He replaced the controller box to repair the bed.